Event description:
Pt reports of a pump malfunction. Privigen frequency: daily for 2 days every 3 weeks. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Multifocal motor neuropathy.